Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the helix housing and in neck region. Bent stylet returned inserted in the lead. The lead is still bent after removal of the stylet. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the bird nesting of the coil, this is most likely the result of trying to retract the helix. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or placement difficulty.

Event description:
Boston scientific received information that this right atrial (ra) lead was difficult to be placed, because the helix would not grab the tissue. Tried multiple times with some success but the ra lead exhibited high pacing thresholds. The helix took many turns to extend and retract until the helix finally would not retract at all. The venous access was extremely difficult. The ra lead experienced dislodgement. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.